Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that during a lead revision, the setscrew in the header of the device fell out requiring a device replacement. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 1258t lead implanted: 2013 (B)(6). (B)(4).